Event description:
The customer reported that a pt's spo2 went below the set limits but the monitor did not alarm. The pt suffered serious injury and received emergent care. The customer later checked the alarm logs and stated that the alarms were silenced and would like philips to check the alarm logs and provide him with information regarding when and how long the alarms were silenced.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.